Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive support cap was sticking out approx for 2.0mm and insulin pump had motor error alarm. Customer's blood glucose was 120 mg/dl. Customer stated that they got motor error alarm in history in last 30-days. Customer was able to rewind the insulin pump but customer performed displacement test which was not ok. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Drive support disk was inspected and no anomaly was noted. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.